Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the motor error alarm. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, missing end cap sticker and a cracked display window.

Event description:
It was reported the customer received a motor error alarm. The customer's blood glucose was 206 mg/dl. The customer stated they had dropped their insulin pump several times prior to the alarm occurring. It was also found the customer was able to complete the rewind sequence on their insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.